Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that during an implant procedure, the physician experienced difficulty affixing the lead in the patient's atrium. The physician questioned several factors such as lead helix extension performance, and lead slack. The lead's helix retracted properly. The lead was removed and replaced. No patient complications have been reported as a result of this event.